Manufacturer narrative:
Pc-(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent.

Event description:
They reported that during an unknown procedure, the device only came loaded with two clips and these didn't form correctly. It is unknown how procedure was completed. There were no adverse consequence for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent.

Event description:
They reported that during an unknown procedure, the device only came loaded with two clips and these didn't form correctly. It is unknown how procedure was completed. There were no adverse consequence for the patient.

Manufacturer narrative:
(B)(4)date sent: 2/25/2022 d4: batch # v95h5c h6: component code: mechanical (g04) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the er420 device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, eighteen clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident and no product defect was identified. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.